Event description:
Pt presented with complaints of right hip pain. She underwent a prosthetic implant during 10/95 by a surgeon at another facility. She stated that the hip had been painful since her initial surgery. She complained of pain through her groin, sometimes at rest, and always with weight bearing. Her activities of daily living were altered to an unacceptable point secondary to hip pain. The pt was admitted to the hosp where removal of the prosthetic device was removed and replaced with a total joint prosthesis. Intraoperatively, it was noted that the pt's cartilage was worn and there was bone on bone rubbing with the device. Intraoperative cultures were obtained and negative for organism growth. Pt underwent placement of a right total hip arthroplasty. Sz cement 7 femoral stems. Sz +/-5 inner head/neck. Sz 42mm outer cup.